Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a 13 month complaint history review and service history review for similar complaints was performed for serial number 14475908. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 211 peak pattern error is a data processing error generated when peaks are not separated well. When this occurs operator is instructed to check or replace the samples, buffers and hemolysis & wash solution the most probable cause of the reported event is due to operator placed clotted sample in analyzer.

Event description:
A customer reported receiving 211 peak pattern error on patient samples with the g8 analyzer. The customer stated controls were in range, filter was changed twice, all buffer lots match and column count was 3069 (maximum recommended 2500 injections). The customer also rebooted the analyzer, and error was not resolved. Technical support specialist recommended the customer change the column, but the customer did not have a new column and had to order a replacement. The analyzer is down and customer is unable to process patient samples which resulted in delay in reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. Customer followed up and stated all buffers and filter were changed and no further errors occurred on following runs. The customer stated error was due to clotted specimen. The new column was received and will be replaced by customer.